Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated creatinine results on the architect c16000 analyzer. The following results were provided: sid (B)(6) initial 235, repeat 80 umol/l. There was no impact patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by cleaning the wash cups and replacing the mixer (part number 09d59-03). Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.